Manufacturer narrative:
A non-sterile og tdl cmplx fill coil 4x12 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was found partially unzipped without damage. The support coil, gripper and the embolic coil were found inside of the introducer. The gripper and embolic coil were inspected under microscope; and no damages were noted on them. Using a lab sample syringe (B)(4), the orbit galaxy was purged on the blue zone; after that the pressure gauge was increased to the green zone and the coil was detached without any difficulty. A review of the manufacturing documentation associated with this lot 17011666 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that the coil could not be detached was not confirmed during the functional test. Therefore no corrective action will be taken at this time.

Event description:
The contact at the hospital reported that during coil embolization of an aneurysm at the celiac artery a system ready light did not illuminate with a presidio (pc4180933-30 / c27734) and an orbit galaxy (640cf0412 / 17011666) could not be detached. The patient was a (B)(6) male, whose vessels were heavily torturous but not calcified. A radifocus gt (terumo, type unknown), a mercury leon microcatheter (manufacturer unknown), an okay (goodman), and an enpower dcb / cable (lots unknown) were used for this procedure. It was reported that the green system ready light did not illuminate when the pre-deployment electrical check was conducted with the complaint presidio, and also the complaint galaxy could not be detached. Prior to the events, about 15 coils were successfully implanted into the target aneurysm, and it was presumed that the problems were not caused by other devices but the both complaint coils. They were both replaced with the same products. The same syringe that was used to detach the galaxy was used on subsequent coils. It is unknown whether it was used to detach previous coils. The gauge was at the green zone when the deployment was attempted. The syringe was taken to the red alternative detachment zone however the coil still did not detach. It was verified under fluoro that there was no stress against the mc or delivery tube of the orbit galaxy. There was no report of any difficulty during preparation of the orbit galaxy. All connections appeared to fit properly without application of excessive force between the dcb, connecting cable, and presidio system. The same connecting cable was used with subsequent coils. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Continued in additional narrative in notes.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.